Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had seized bearings, the moving parts do not move smoothly, and would not run. It was further determined that the device failed pretest for check function of device and check for mechanical free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Initial reporter phone: not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-op it was reported that the battery handpiece device stopped working while shaking the handpiece. Clarification was received that explained while the handpiece was moved in a different direction, it stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.